Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: no defect was found. Visual inspecting confirmed keypad button cover was intact to the base with no evidence of peeling or damage. All keypad buttons were responsive to testing. The keypad cover was removed to check the condition of all button contacts and there was no evidence of contamination observed under all key contacts. The pump cover was removed to check condition of the keypad flex and connector and was observed to be settled in connector with no evidence of damage or contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.